Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reported unknown qty, unknown mus, unknown lots over the past few years - multiple utis with use. She states she has been cathing for years, due to scar tissue in her urethra as md advised cathing 1 x a week to keep her urethral scar tissue dilated. She said throughout the years she had to cath and would constantly get utis - she could not name how many utis she had but it was nearly every month or a little longer than a month. Her main uti symptom was a constant feeling of pressure. She would often go to urgent cares to get urine specimens, get diagnosed with utis and treatments with antibiotics and at times over the counter azo. She was never placed on any prophylactic antibiotics. She stated she is not blaming the catheter for her utis. No photo available.